Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: freestyle libre 2 plus please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 27 mmol/l (486 mg/dl) while wearing the pod between 5 and 24 hours on the abdomen while bolus insulin delivery was reported as ineffective for several hours. The patient called a nurse which went to her home, and the nurse decided to call the emergency doctor. When the doctor arrived, he removed the pod and came to the conclusion that the pod had been inserted into a blood vein and therefore hadn't been able to give her insulin. They applied a new pod at her home and chose to send her to the hospital (B)(6) for an overnight observation. Symptoms at the hospital reported include vomiting, diarrhea, and fainting. The patient was treated with insulin only. The patient was released the following day after overnight observation. No further information was provided.